Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload was difficult to load. The needle disengaged into the patient cavity and it was retrieved. The surgical time was not extended over 30 minutes.

Manufacturer narrative:
(B)(4).